Event description:
During the ablation procedure, the farawave pfa [pulsed field ablation] catheters failed during prep - the splines failed to form correctly. Additionally, the tactflex ablation catheter failed while in the patient - the system was unable to detect contact force. Both catheters were removed and replaced with no reported harm to the patient. Manufacturer response for ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).